Event description:
The following was reported to hamilton medical ag: when de device was started, the ventilator shows the tf of hi priority 444004, 431002, 446024, 446029, 485001. After that, the technical support of emco reviewed the device, but the failure was not repeatable. At this moment the device pass all test, and we could not reproduce the failure, but the files generated from the device show the tf presented. Patient involvement is unknown. No health consequences or impact reported.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).